Manufacturer narrative:
An event regarding dislocation involving a triathlon insert component was reported. This event appears to be related to the surgeons decision on component selection and post operative dislocation problems experienced by the patient as a result of spasticity due to multiple sclerosis. Based on the provided information and the conclusions of the medical review, the triathlon insert component did not contribute to this event.

Event description:
It was reported that patient has multiple sclerosis. She had a primary knee done on (B)(6) 2012. Surgeon was then notified of a follow up appointment that the patient could voluntarily dislocate her knee anteriorly in deep flexion. She could then reduce it herself. It was subsequently decided (surgeon/patient) to add additional constraint by converting the cr knee with cs insert to a triathalon ts knee with a ts insert. The revision surgery was performed on (B)(6) 2013.

Event description:
It was reported that patient has multiple sclerosis. She had a primary knee done on (B)(6) 2012. Surgeon was then notified of a follow up appointment that the patient could voluntarily dislocate her knee anteriorly in deep flexion. She could then reduce it herself. It was subsequently decided (surgeon/patient) to add additional constraint by converting the cr knee with cs insert to a triathlon ts knee with a ts insert. The revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
Other devices listed in this report: cat # 5510f402, lot # s8cy, description: triathlon cr fem comp #4 r-cem; cat # 5520-b-400, lot # gnzld, description: triathlon prim tib baseplate - cemented; cat # 5550l339, lot # lcz508, description: triathlon sym patella s33x9mm; cat # 6192-1-001, lot # ddt009, description: simplex p speedset full dose 1 pack; at this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).